Manufacturer narrative:
Investigation description. Wear on housing drug chamber, housing will need to be replaced. Complaint was confirmed and duplicated. Alert 38 was annunciated after attempts to complete dry runs. The device was opened for inspection; the gears were difficult to rotate. As a precaution, the spur gear and drive train assembly will be replaced.

Event description:
It was reported that the ilet generated alert 38 indicating consecutive stalled motor, the user restarted the device to clear the alarm, and a subsequent dry run could not be completed, after which a replacement device was arranged and the user was advised to initiate backup therapy. Symptoms included no reported impact to blood glucose and no adverse clinical effects. Outcomes included the user remaining on backup therapy guidance and no hospitalization. Investigation included review of the device alarm history and troubleshooting steps, including restart and attempted dry run. Investigation of this case revealed a persistent motor stall condition consistent with a pump motor drive or mechanism malfunction that prevented successful dry run. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.